Event description:
A malfunction alarm with code malf 12 was reported, but there was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, as the malfunction code did not recur. The customer was informed that the pump could continue to be used and was instructed to call back if the malfunction code reappears. The caller acknowledged and understood the guidance provided by technical support.